Event description:
It was reported that during an implant attempt, it was noted that the lead had blood inside the insulation. Due to concern about insulation fracture, the lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) outer insulation breached/cut. Upon visual inspection, it was noted that the lead was damaged during the implant process.